Event description:
Patient reported pump error, no disposal but switching cassettes fixed the issue. Unlikely pump issue. Lot number and expiration date unknown. No further info. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? No; did we [MFR] replace the device? Yes; did the pt have a backup supply they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.